Event description:
The initial reporter received questionable hdl- cholesterol gen.4 (hdlc4) assay results from several patient samples tested on the cobas c 503 analytical unit. The following examples of discrepant results were provided: sample 1 on (B)(6) 2025: the initial result from the analyzer was 150 mg/dl. The repeat result from the cobas c 703 analytical unit was 35.9 mg/dl. Sample 2 on (B)(6) 2025: the initial result from the analyzer was 101 mg/dl. The repeat result from the cobas c 703 analytical unit was 31 mg/dl. The initial results were not reported outside the laboratory. The repeat results matched the patients' histories.

Manufacturer narrative:
The reagent lot number is 821022. The expiration date was not provided. The investigation determined there was no evidence of a reagent issue. The field service engineer (fse) inspected the analyzer and adjusted the fill level of the two nozzles, as they were not filling properly. The investigation determined that the service actions resolved the issue.